Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl to 800 mg/dl and diabetic ketoacidosis. Reportedly, the customer did not fill the tubing with insulin. Subsequently, customer was hospitalized. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.